Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line placed on 9/6/24 with no complications or concerns noted in chart. Patient came in as outpatient with a leaking PICC line on 12/2/24. When flushed, clear fluid did leak from PICC insertion site. Upon removal of PICC a hole was found in the PICC at the 14 cm mark, PICC was a total of 43 cm. No other information was provided.

Event description:
It was reported that PICC line placed on (B)(6) 2024 with no complications or concerns noted in chart. Patient came in as outpatient with a leaking PICC line on (B)(6) 2024. When flushed, clear fluid did leak from PICC insertion site. Upon removal of PICC a hole was found in the PICC at the 14 cm mark, PICC was a total of 43 cm. No other information was provided. Additional information received jan 17, 2025: the patient was stuck again. No serious adverse event occurred per complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.